Event description:
It was reported that a data error happened on the 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The data error failure could not be duplicated. However, the error log indicated that the error happened. This log stated corrupted data files. Reloaded calibration files. The system was tested and found to be working as intended and placed back into service.